Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they were experiencing high blood glucose readings of 600 mg/dl. Customer stated that she woke up vomiting and with diarrhea. Customer stated that she went to the hospital and has treated with a syringe. Customer stated that yesterday her blood glucose readings were 300 mg/dl and after breakfast they were 308 mg/dl. Customer declined troubleshooting. Customer stated that the high blood glucose readings were due to the infection she was fighting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.